Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv0378 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that power trialysis was placed on (B)(6) 2019. Immediately after the placement procedure, dialysis was started by using the placed catheter. During the replacement of the transfusion tube on the following day ((B)(6) 2019), syringe was connected to the red hub of the catheter and the physician attempted to confirm the blood return. However, the physician felt strong resistance when aspirating the blood, and a reported material like white tube was aspirated from the catheter.

Event description:
It was reported that power trialysis was placed on (B)(6) 2019. Immediately after the placement procedure, dialysis was started by using the placed catheter. During the replacement of the transfusion tube on the following day((B)(6) 2019), syringe was connected to the red hub of the catheter and the physician attempted to confirm the blood return. However, the physician felt strong resistance when aspirating the blood, and a reported material like white tube was aspirated from the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of material within the catheter was confirmed and the material appears to have developed, formed, or accumulated during use. One 15cm powertrialysis catheter was returned for investigation. The catheter was received with a vial of fluid. Suspended in the fluid was a white colored material. The material reportedly created resistance during aspiration. The largest piece of white material was removed from the vial of fluid and exposed to air. The material appeared to be a biological substance because of the following characteristics. The material was easily deformed, torn, and separated. The material exhibited bonds that were easily broken. The toughness of the material, or lack thereof, was not consistent with any part of the catheter. The material exhibited a gooey or mushy consistency. Within 15 minutes of being exposed to air, the white colored material turned yellow, diminished in size, and hardened into a brittle substance that easily fractured when compressed. A visual examination and functional test of the catheter revealed no damage associated with the manufacturing process. The catheter exhibited evidence of use. What appeared to be blood residue was visible underneath the removable suture wing and within the catheter lumen at the distal tip. A white and red colored dry material was visible on the external surface of the red luer adaptor and within the opening of the red luer adaptor. During the functional test, the catheter was vigorously flushed and aspirated, which expelled material from the lumen with the red connector. The material that was expelled from the catheter exhibited similar characteristics as the material from the vial; however, what appeared to be blood residue was interlaced within the lighter colored material. It appears that the material formed around the inside of the catheter lumen. When the material was exposed to water, the material was pliable; however, when the material was exposed to air, the material became brittle, turned yellow, diminished in size, and easily fractured. Due to the observed characteristics, it appears that the material developed, formed, or accumulated during use and appears to be a biological substance. The material that was both in the vial and expelled from the catheter was not consistent with any material used in the manufacturing of the catheter. A review of the manufacturing records showed that the lot passed all inspections and met all release criteria.